Manufacturer narrative:
Analysis of MFR's programming history database.

Event description:
It was initially discovered during review of the programming history that the pt came in to an appointment (B)(6) 2006 set to unintentional settings. At the prior appointment an incomplete diagnostics occurred. The pt was set to unintentional settings and since there was no final interrogation the settings change was not seen. The pt's settings were correct at the next appointment when the settings change was observed.